Event description:
The tablet froze transitioning from scout to scan causing the delay in the treatment.

Manufacturer narrative:
The tablet froze transitioning from scout to scan. The components rebooting caused the tablet to disconnect. The solution for this issue was to replace the assembly components. After the replacement, system was tested, and no issues were noted. Several reboots, patient test scans, air calibrations, and quality assurance scans were successfully completed. No harm to patients or users.